Event description:
Sometime during the month of 9/1997, an angio-seal device was placed following a diagnostic procedure. On 1/22/1998 the pt had an arteriogram, at which time the radiologist was unable to pass a guide wire within the common femoral artery. A 3 cm partial vessel occlusion was noted at that time. The radiologist attempted to dilate the occlusion without success. The pt reportedly chooses not to seek further treatment, although she complains that her leg "goes to sleep and cramps up."